Event description:
Customer contacted customer service and reported a delivery issue, stating he received the return kit, control solution, and test strips but no adc blood glucose meter. Customer further reported he experienced symptoms described as: sweating, inability to think straight, and "looks like he is going to pass out". Customer subsequently self-treated by self-injecting glucagon (1mg). Customer reported he contacted his doctor online but had not yet received a reply. There was no report of third-party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The complaint involved a delivery issue, hence no product investigation will be undertaken. Note: the device manufacture date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.